Event description:
Reportable based on device analysis completed on 19-aug-2022. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure it was noticed that no image was displayed. Flushing was repeated but the issue remained. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. During visual inspection the imaging window was detached near the lapjoint section and kinks in the imaging window was also noticed. Imaging core impedance test showed a complete circuit curve and transducer level impedance testing showed a good rh peak of 35 ohms. Image testing could not be performed due to the condition in which the device returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.